Event description:
Information was received indicating that a smiths cadd® medication cassette reservoir leaked chemotherapy on to the patient's clothes. There was no reported serious injury to the patient.

Manufacturer narrative:
Device evaluation: one smiths medical cadd cassette reservoir was returned for analysis in a used condition with an assembly bag filled with medication. It was indicated that an email notification was received indicating that the sample was filled with chemo agent and was occluded. Functional test was performed using a syringe, it was attempted to pass water through the sample in order to confirm occlusion. It was confirmed that luer component was occluded as water could not pass through. Since the sample was occluded, in order to test there is no leakage on the cassette, luer were cut, and brand new ones were bonded. No leakage was detected. Based on the evidence, the initial complaint regarding leak issue was not confirmed however, the occlusion issue was confirmed, and the problem source of the reported event was noted to be manufacturing.